Event description:
The customer reported discrepant thyroid-stimulating hormone (tsh) results, for multiple pts, involving unicel dxi 800 access immunoassay system. This report refers to system serial number (B)(4). The customer stated all patients' samples in question initially recovered low results. Subsequent testing produced low results within a different clinical range. The customer stated corrective actions were performed, but did not provide specific info. It is unk if the low patients' results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. Beckman coulter customer product line support (cpls) reviewed info provided by the customer and determined the upwards shift in quality control (qc) was due to fast thyroid-stimulating hormone (ftsh) following troponin I (accutni). This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-04454.